Event description:
It was reported to boston scientific corporation on september 13, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the axios stent was attempted to be deployed; however, the first flange of the axios stent deployed in the peritoneum. The axios stent was removed together with the delivery system and the puncture site was closed using hemoclips and ovesco clips. The patient was admitted to the hospital for 1 to 2 days for observation as a normal standard of care for this type of procedure. Note: it was reported that the axios stent was intended to be placed for biliary drainage. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the bile duct.

Manufacturer narrative:
(B)(4).